Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported backup audible alarm post was evidenced in the event history log (ehl). The error was reproduced during functional testing. The issue occurred because the main board did not operate as intended. The problem source of the reported product problem was unknown. A root cause was not established. The main pc board was replaced in order to address the product problem.

Event description:
It was reported that the medfusion pump exhibited a backup audible alarm failure. There was no patient involvement.